Event description:
It was reported, that review of the electrograms identified farfield r-wave oversensing (ffrwos). Which was appropriately ignored, as it fell in the noise window. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated should further information be provided.